Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient stated her ins turned itself off on friday or saturday, and when she went to turn it back on with her recharger, the patient saw a por message. The patient also noted that she charged her ins to 100% the day before she noticed the ins turning off and the por. It was reviewed that the patient needs to clear the message using her patient programmer (pp). No further complications were reported. No additional patient symptoms were reported.